Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively while being used to create a stay suture in the skin of the neck, the needle tip broke off and was later found in the drapes. Another suture from the same lot was used but the needle bent at the skin access. New sutures from a different lot were opened and used with no issues. No patient injury has been noted.